Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side assessed as unidentified (tear) opening (shell thickness was within specification). Cancer breast-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the surface of the shell. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported unknown side malignancy in the breast (non device related) and rupture. Healthcare professional later reported left rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side malignancy in the breast and device rupture. Device remains implanted.